Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. In addition, review of controller log files revealed a decrease power consumption and multiple low flow alarms and confirmed the reported suction event for the reported event date. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator the patient was admitted on (B)(6) 2015 after a fall at home. ICD interrogation showed nsvt with no therapies. Head CT negative for bleed. The patient experienced again numerous suction events. It was noted on chest x-ray that the patient's inflow cannula was malpositioned pointing more toward the septal wall. The site believes nsvt is r/t suction events caused by inflow malposition. The patient was taken to the operating room on (B)(6) 2015 for milt procedure to reposition the inflow cannula. Sutures wrapped around the inflow and anchored to adjacent rib. Site was able to go back up on speed to 2700rpm. Less suction events seen. Patient discharged to rehab institute of (B)(6) on (B)(6) 2015. Log files to follow. Investigation is ongoing.